Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller was exchanged due to an internal controller fault. The alarms resolved with the controller exchange.

Event description:
It was reported that the patient experienced an internal controller fault on (B)(6) 2023. The patient exchanged their system controller in response to the alarm. During an outpatient follow-up visit, on (B)(6) 2023, a driveline power fault occurred. The modular cable was exchanged as treatment for the alarm. The alarms did not return following the exchange of the modular cable and controller. Related manufacturer report numbers: 2916596-2023-04366 and 2916596-2023-04367.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6), was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 16 days (B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 per timestamp). The events captured on (B)(6) 2023 took place in the testing labs at abbott. Power b broken faults were intermittently active from (B)(6) 2023 at 18:00:47 ¿ (B)(6) 2023 at 20:40:52; however, the faults did not trigger any alarms to activate. Controller internal fault alarms coincident with power b broken and ocp b open faults were active on (B)(6) 2023 from 03:09:49 ¿ 03:09:49 and escalate to driveline power fault alarms from 03:09:49 - 3:15:01. The alarms cleared once the driveline was disconnected. The driveline was disconnected on (B)(6) 2023 at 3:15:01 and the controller was shut down at 03:18:52. The driveline was not reconnected for the remainder of the log file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional provided information communicated on (B)(6) 2023 stated that the controller fault was resolved after the system controller and mod cable were exchanged. There were no patient consequences. The root cause for the controller internal fault alarm was conclusively determined to be due to damage to fuse b in the system controller. The fuse was opened due to damage to the modular cable, which is covered under manufacturer report number 2916596-2023-04367. The device history records were reviewed for the system controller (serial number: (B)(6), and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller internal fault and driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.